Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdomen pain, cloudy effluent, vomiting, and fever. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was reportedly a poor environment; however, as this was not clarified and no specific use error was reported, the cause is unknown. The patient was treated with fortum (intraperitoneal, 1 gram daily for 14 days) and cefazolin (intraperitoneal, 1 gram daily for 14 days) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event and discharged from the hospital. No additional information is available.